Manufacturer narrative:
The returned device had multiple bends throughout the length of the shaft. In addition, the shaft material of the catheter was noted to be torn and separated at the distal part of the shaft, exposing the internal wiring of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use. The reported device was used one year after the product "use by", "use before" date.

Event description:
This report is to advise of an additional finding of exposed wiring from detached shaft material observed during analysis.